Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation did not identify a product problem based on the provided information. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg stat (hcg stat) results from three samples from the same patient tested on the cobas e 801 analytical unit. On (B)(6) 2025, the patient's result was 30.1 miu/ml. On (B)(6) 2025, the patient's result was 27.1 miu/ml on (B)(6) 2025, the patient's result was 39.2 miu/ml.. The reporter stated that the patient's urine pregnancy tests were negative and the doctor was questioning the analyzer's results.